Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed includes the following statement in the airfit f20 user guide the elbow, valve and vent assembly have specific safety functions. The mask should not be worn if the valve is damaged as it will not be able to perform its safety function. The elbow should be replaced if the valve is damaged, distorted or torn. The vent holes and valve should be kept clear. Resmed reference#: (B)(4). Medwatch reference# mw5100609.

Event description:
It was reported to resmed that a patient could not restfully breathe and experienced difficulty breathing and stale air buildup allegedly due to visible black substance embedded in the filter mesh of a quietair elbow of an airfit f20 mask. There was no harm or serious injury reported as a result of this incident.